Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm roll movement was not possible. Review of the system log file showed that a motor assembly error. Fse found damaged module (10spc) in the l-arm. The fse replaced the 10spc and tested arm's movements ended with a positive result. After replacement of the 10spc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the c-arm roll movement was not possible.the system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.